Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information, but it could not be obtained. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgery may occur to address the issue.

Event description:
It was additionally reported that surgery occurred to explant and replace the ipg, which resolved the issue.